Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level was 4.8 mmol/l. The infusion set was leaking. The reservoir also leaked at the transfer guard. The device will not return for analysis.